Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic had dark image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and due to correction. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d7a. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the light guide hose was fractured 50 percent, the light guide lens of the insertion tube was slightly chipped, and the insertion tube has slight scratches and knock marks. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark image was caused by fractured light guide hose of the light guide bundle which was caused by a component failure of the light guide bundle. The light guide lens of the insertion tube was slightly chipped due to a component failure of the distal end cover glass, and the insertion tube had slight scratches and knocks marks due to a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.